Event description:
A technician reported a pt with slow healing epithelium and dry eye of the right eye at seven day photorefractive keratectomy (prk) post-operative visit. At visit pt stated "vision is better in the left eye compared to right eye." Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on co acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).